Event description:
It was reported the patient had a change in therapy effect, lightheadedness, stiffness in her legs, blood-pressure was lower than us ual and they gained about 10 lbs in a month. The patient went in for a pump refill on friday last week. The pump was read and "everything looked normal". The patient's dose was increased by 5%, but they were still having symptoms. Additional information reported the patient had a dye study performed on (B)(6) 2015. The results of the study were not reported. Additional information received reported the patient was going to have a catheter revision, but it was not scheduled at the time of this report. The outcome of the event was unknown. The pump was used to deliver gablofen (baclofen).

Manufacturer narrative:
(B)(4).

Event description:
The manufacturing representative later reported that during the surgery the doctor tried to aspirate (cerebrospinal fluid) csf from the catheter but was unsuccessful. He therefore concluded the catheter was no longer in the intrathecal space. It was originally in intrathecal space on initial implant. The cause for it no longer being in the intrathecal space was unknown. The catheter was replaced with a new one.

Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
The healthcare provider (hcp) reported thru the device manufacture representative that a catheter revision took place. The patient was complaining of increased spasticity. An increase in the patient's dose occurred and a bolus was administered, resulting in no response in the patient's spasticity. After the hcp increased the dose and administered a bolus without results, the patient was scheduled for catheter replacement. The catheter was assessed in surgery and the hcp noted that the catheter was not in the intrathecal space. The catheter was replaced and the pump was filled with baclofen 500mcg/ml and a dose starting at 25mcg/day. The catheter was not returned as the customer discarded. The portion of the catheter in the flank between the pump and the spinal segment that was not able to be removed. The type of medication being delivered via the device system was gablofen (3000mcg/ml at 144mcg/day with an unknown lot number). The issue was noted as being resolved and the hcp had no further information. It was noted that the patient was "alive - no injury." Additional information has been requested, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information later received reported new pump and catheter to be replaced.